Manufacturer narrative:
There is no way to know whether this device was manufactured by a and I industries ltd since there was no model number provided and the device was not returned for evaluation.

Event description:
Per importer's MDR: consumer alleges that when he got a wheelchair, the seat was relatively tight, and within two weeks time, it had set where he was allegedly sitting on the crossbars. Injury is alleged.